Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿inadequate component (pump and relief valve) selection¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the purewick capitol ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the purewick female external catheter caused the patient to dry out and had an irritation on the skin where the wick was located. It was stated that the patient thought the suction was too strong and so loud that when urine was being moved into the canister, it would wake the patient up. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick female external catheter caused the patient to dry out and had an irritation on the skin where the wick was located. It was stated that the patient thought the suction was too strong and so loud that when urine was being moved into the canister, it would wake the patient up. No medical intervention was reported.